Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat an osteal and a mid moderately calcified, mildly tortuous, 85% stenosed right coronary artery (rca). The proximal lesion was treated without complication. The physician then treated the entire vessel up to the next lesion. Suddenly, there was a deep sound heard. The physician was unable to determine what the cause of this sound was. Treatment was stopped. A dissection and no flow were observed by the physician. Balloon angioplasty was performed, and a stent was placed. There was a good final result and no further patient complications observed. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).